Manufacturer narrative:
On (B)(6)2019 arjo was informed about enterprise 8000 bed malfunction, which occurred in the facility in new zealand. Following the information provided, some kind of unintended movement (the backrest raised without any command given) occurred and the device was taken out of use. No injury no other medical consequences were reported. The defective bed was manufactured in december 2009 and passed the final inspection at the manufacturer side before was released on the market. The results of the inspection were documented in the device history record (DHR). This bed was delivered to the customer in february 2010. The bed was serviced in-house by the facility own technicians, however in some cases when the technicians would not able to repair the device, the arjo service was called. It happened when the unintended movement of the bed was observed - arjo was called by the customer and the inspection of the claimed bed was carried out by arjo representative. During this evaluation, the unintended movement of the backrest was confirmed. The device inspection revealed that the crushed cable of the attended control panel could lead to the claimed malfunction. The technician replaced the cable and unintended movement did not happen again. The bed was tested and returned to use in working order. In the product instructions for use (746-435), there is information in care and preventive maintenance section stating that the visual inspection of the electrical supply cable and plug should be carried out weekly by the facility staff. What is more - on a yearly basis the qualified personnel shall examine all accessible cables for damage and deterioration. There was no information available when the last service was carried out by a facility technician and whether the cable was replaced before. Based on that, it cannot be confirmed whether the care and maintenance procedure was followed. It needs to be underlined that the cable could be damaged due to different reasons, by being caught in a bed frame mechanism, crushed by the wheels of the bed, etc. The circumstances in which the cable was broken have not been provided, therefore the exact scenario could not be determined. To sum up, enterprise 8000 bed was involved in the reported issue - the backrest section moved on its own. From that perspective, the claimed bed did not meet the manufacturer's specifications. Although no injuries were reported in relation to this malfunction it was decided to report this case to the competent authorities due to the unintended bed movement occurrence and cautious approach.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about enterprise 8000 bed malfunction, which occurred in the facility in (B)(6). Following the information provided, some kind of unintended movement (the backrest raised without any command given) occurred and the device was taken out of use. No injury nor other medical consequences were reported.